Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 5 mg/ml bupivacaine at a dose of 2.4978 mg/day and 15 mg/ml dilaudid at a dose of 7.494 mg/day via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the consumer alleged the pump was alarming or beeping. The patient reported that for the last several days, about 4 days now, his "pump was doing a lot of beeping". The patient reported that the beeping was a "musical", beeps 3 times, and was a 2-toned alarm. The patient reported that he did not know if the beeping persists overnight, but mentioned that the beeping did not start until 1:27 pm on (B)(6) 2017. The patient stated that the beeping was not continuous, but it "basically beeps every 10 minutes and occasionally will beep every 20 minutes". The patient said that he made an appointment with his pain management doctor on friday morning at 7:30 am who could not find anything wrong with the pump. The sound was not consistent with the pump alarms. The patient initially reported that the non-critical and critical alarm did not match what he was hearing. The patient said that the noise was coming from inside his body because there was nothing in the house that can make that noise, and said that the pump was "6 inches away from his head". The patient asked if there was a problem with the pump. The pump was filled 8 days before seeing the healthcare professional (hcp) on friday at 7:30 am. No symptoms were reported and no further complications were expected or anticipated. Additional information was received from the patient. It was reported that the personal therapy manager (ptm) showed code 8476 on (B)(6) 2018. The patient had heard the pump alarm. The patient left a message for his doctor to call him back. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative. The patient did not have a magnetic resonance imaging recently. Event log reported the motor stall had occurred and stopped pump period may exceed tube set. There were multiple motor stall and recoveries. The healthcare provider (hcp) were getting ready to replace the pump on (B)(6) 2018. No further complication was reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.